Event description:
Complainant alleged that while treating a pt (age and gender unk), the device shuts down when the battery is moved. Bio med isolated problem to battery pack. Complainant did not indicate that there was any adverse effect to the pt as a result of the reported malfunction.